Event description:
A pt reported experiencing inaccurate low results with a ultra meter. The patient's blood glucose results were 96mg/dl vs lab result of 137mg/dl. Tests were done within 15 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.